Event description:
Intermittent noise was reported on the rv channel and non-physiologic deflections on the far-field channel during a changeout procedure. Intermittent noise could be observed on the rv channel in a periodic iegm from (B)(6) 2022. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.